Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) displayed an elective replacement indicator (eri) after 4 years. All device measurements are normal and the patient is ventricular pacing 98%-100% of the time. There is a concern that the battery depleted earlier than expected.